Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization due to high blood glucose levels. The customer's blood glucose level at the time of visit was 441 mg/dl. The customer's blood glucose level at the time of call was 100 mg/dl. The customer was wearing the pump during the emergency visit. Customer believes her meter wasn't working properly. Troubleshooting was conducted and the customer was advised of possible meter options. Nothing is being returned or sent out.